Event description:
It was reported that the coaxial high flow tip came apart during use in a procedure. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed the device was scrapped at the manufacturer.

Event description:
It was reported that the coaxial high flow tip came apart during use in a procedure. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. Not yet received by manufacturer.